Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3057 lot# serial# unknown implanted: (B)(6) 2019 explanted: product type screening device h.1.: based on additional information received, the event is now considered not a serious as the patient¿s inability to urinate (i.e. Retention ¿ fdp code c50790) was pre-existing to the procedure with no interventions noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the device no longer working was not determined but they suspected suboptimal lead placement. As an action taken, the patient was then scheduled for a stage 1 lead placement occurred on (B)(6) 2019 and the lead was changed with additional time to evaluate better. On follow up at their office the decision was made to remove the lead as the device had not been effective for the patient. The hcp also reported that the trial patient had a history of retention prior to implant and was related to their urinary dysfunction. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-sept-16 mpxr 661207 (con): information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. The patient stated that he feels the device is no longer working as his symptoms have returned and he cannot urinate. There was no intervention that occur. The reported issue was not resolve at the time of this report. There were no further complications reported.